Event description:
Received notice from MFR that they had received an (explanted trial knee) these are not routinely reported through this office unless it is felt the product actually created the problem. This m.r. Shows reconstruction and coverage of exposed hardware with muscle flap and skin graft. Rptr does not see it as a product problem. Add'l catalog numbers: 64768250;64787070;64785315. Add'l lot code: ssnib;cfxid